Manufacturer narrative:
H.3 eval summary: analysis found the lead to exhibit normal electrical characteristics. Mechanical and visual analysis found that the helix and inner coil were clogged with dried body fluid/tissue, impeding the helix mechanism. Further analysis found that the insulation was cut at 17.8 cm, 19.5 cm and 20 cm from the connector pin. It was also noted that the connector pins were slightly bent and the distal coil exhibited signs of overtorque. The damage found is consistent with that occurring at the time of explant.

Event description:
It was reported that the lead was explanted due to undersensing. An attempt to reposition the lead was unsuccessful.